Manufacturer narrative:
The technician replaced and adjusted both gas springs to repair the stretcher.

Event description:
The account alleged the head section would not lower when the handle is pressed.